Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified underweight, opening, and a crease fold. A microscopic analysis was performed and identified a crease sharp in the posterior side. Based on the device analysis the final assessment is a crease sharp in the posterior side due to a fold flaw opening. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture confirmed via CT scan and MRI. The device has been explanted.